Event description:
The surgeon attempted to implant a cq2015 3 piece collamer lens. The lens tore, prior to insertion into the eye. No patient injury. The cause of the lens tear was due to the lens being mis-loaded.